Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that customer experienced hyperglycemia. Customer's blood glucose level was 525 mg/dl at the time of incident. Customer¿s other blood glucose level was 175 mg/dl. The customer was assisted with troubleshooting. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer did not mention any symptoms related to high blood glucose level. Customer stated auto mode feature was on. Customer stated that site was bleeding but no medical intervention was received as a result of site issue. The device will not be returned for the analysis.